Event description:
The cap on the portex 3ml arterial blood sample syringe was noted to have blood oozing through the blue cap that covers the hub of the syringe. This problem also occurred with the syringes in the arterial blood sampling kits. The safety mechanism on the syringe (cap) malfunctioned.